Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm with the left common iliac artery enlargement, left internal iliac artery aneurysm, and dissection at the distal left common iliac artery using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a distal type I endoleak was observed with the endoprosthesis implanted in the left leg. On (B)(6) 2022, the patient underwent a re-intervention procedure. The left internal iliac artery was coil embolized and an additional stent graft was implanted to extend to the left external iliac artery. Reportedly, during the re-intervention, dissection-like characteristics could not be identified. The physician reportedly stated as follows; since there seemed to be a pre-existing dissection according to the initial procedure case report, I think the pre-existing dissection may have expanded after the years.